Event description:
There has been a breakdown of skin over the device after the user was instructed to wear the device for 24 hours a day. The breakdown of skin was first noticed on the (B)(6) 2020. The user was explanted on (B)(6) 2021, the array will be left in place for re-implantation at a later date. This report refers to 9710014-2021-00050. For further information please refer to this report.